Manufacturer narrative:
(B)(4). The customer provided one photo showing a graph from what is assumed to be the monitoring system that was attached to the catheter involved with this complaint. The graph shows that that the flow rate was 2.9 ml/sec, which is also below the maximum flow rate of 5 ml/sec for catheters of this type. The graph shows a gradual then sudden dip in the pressure between 10 and 30 seconds. The customer also returned one, 2-lumen PICC for analysis. Signs-of-use in the form of biological material were observed. A white powdery substance, resembling dried medication, was also lodged inside the distal extension line. It was also noted that the catheter body was intentionally severed in two locations. One severing was adjacent to the juncture hub, while the other severing was towards the distal tip. A section of catheter body (includes the tip) was severed and not returned for analysis. Visual analysis of the catheter body revealed a rupture at the 52cm marking. Microscopic examination confirmed the rupture. The edges appeared to extrude slightly outwards. The marking at the damage was also stretched. Further analysis revealed that the markings on either side of rupture were also stretched. In addition to the stretching, a kink was noted at the 4cm marking. This kink was approximately 1cm from the rupture. Microscopic examination of the kink revealed notches that resemble the teeth from a needle holder. The location of the rupture measured 29mm-59mm from the juncture hub; however, the catheter body in this area was stretched so the exact measurement cannot be confirmed. The overall length of the returned sections of the catheter measured 54.6cm; however, as the catheter body was stretched, the exact length of the severed portion cannot be verified. The catheter body outer diameter (in a non-stretched area) measured 0.067", which is within the specification limits of 0.066"-0.076" per the catheter extrusion product drawing. The catheter body outer diameter (in the stretched area next to the rupture) measured 0.0545", which is not within 0.066"-0.076" specification limits. This confirmed that the catheter body was stretched. A lab inventory 0.018" guide wire was inserted through the tip end and the hub end of the returned catheter. Significant resistance was encountered due to partial blockage caused from a dried powdery substance inside the extrusion. This partial blockage likely contributed to the catheter body becoming ruptured. Performed per IFU statement, "insert guidewire into distal lumen until soft tip of guidewire extends beyond catheter tip. Advance guidewire/catheter as a unit through peel-away sheath to final indwelling position, while maintaining control of distal end of guidewire". A manual tug test confirmed that all the extension lines were secure within their respective luer hubs. A device history record review was performed, and three potentially relevant findings were identified. Two non-conformances were initiated for batch 13c23c0904 to address the issue of swg/catheter resistance. A non-conformance was initiated for batch 13c22e1155 to address the issue of failure of tolerances. All three of these non conformances were reviewed and it has been determined that these are different failures than what is being addressed in this complaint. Therefore, the findings are not relevant to this event. The IFU provided with the kit informs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The pressure injection label included with this kit states that, for catheters of this type, the maximum flow rate for the distal and proximal lumens is 5 ml/sec. The IFU provided with the kit informs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The pressure injection label included with this kit states that, for catheters of this type, the maximum flow rate for the distal and proximal lumens is 5 ml/sec. The customer report of a ruptured catheter was confirmed through investigation of the returned sample. A hole was observed in the ca theter body located a few centimeters from the juncture hub. The appearance of the hole was consistent with over pressurization of the catheter. Stretching and a single kink were also noted around the damage. The outer diameter at this location measured below the specification limits, which confirms the stretching. Based on sample received and the customer report that the defect occurred seven days after catheter insertion, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "the catheter body got ruptured during CT contrast. Therefore, it was removed and replaced with a new one. No injury to the patient occurred." No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the catheter body got ruptured during CT contrast. Therefore, it was removed and replaced with a new one. No injury to the patient occurred." No medical intervention required. The patient's current condition is reported as "fine".